Event description:
It was reported that an alert meant to fill tubing was confirmed, causing concern for high blood glucose levels, which were displayed as "high," though no specific value was provided. The lowest blood glucose level recorded was 86 mg/dl. The customer took corrective measures by administering a correction bolus via the pump and consuming carbohydrates to manage insulin effects. Technical support educated the customer on handling alerts and accidental insulin delivery, reviewed logs to validate the fill tubing process, and advised follow-up with healthcare professionals if issues continued.